Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There were no other complaints reported in the lot. (B)(4).

Event description:
A surgeon reported that following intraocular lens (iol) implant surgery a patient experienced waxy and decreased vision. The lens was exchanged with a different model. Additional information was received from the surgeon, who indicated the patient's waxy vision was better but he was still experiencing some decreased vision from prior retinopathy.